Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during the therapy. The se occurred due to improper disconnection during the dwell phase. There was patient involvement, but no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide also provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.